Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter (possibly plastic) in a cryocyte bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the pt regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter.

Event description:
The customer site found a particle in two bags on (B)(6). Observed pre fill, as they inspect the bags prior to use. Lot # h07j10044. They believe that the particles are plastic and one size is 1mm and the other is 0.3mm.